Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that they would receive a replacement pump with updated software and instructions on managing it. The customer confirmed understanding of the steps required for the replacement process, including returning the malfunctioning pump within ten days. The email notice for a field correction was to be resent as it was not initially received, and the replacement pump would be shipped without a signature requirement.